Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a routine follow up exam, it was noted that the device detected 1770 short interval counts (sic) since the previous follow up visit, however the atrial and ventricular lead trends were noted as stable. There were 16 non-sustained ventricular tachycardia (vt) episodes that also recorded the appearance of true ventricular tachycardia (vt) episodes. A device sensing issue is suspected. The device currently remains in use and is being monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing information. The analyst noted that there were 1770 ventricular short interval counts (sic) since the first ventricular sic in session on (B)(6) 2014. The counters since last session indicate 4.5 single premature ventricular contractions per hour. This is likely physiological oversensing.